Event description:
It was reported that an ilet user noted insulin odor and suspected a leak near the ilet connect and cartridge septum, with rising blood glucose to 167 mg/dl and a stable trend; a full supply change was performed, and insulin delivery resumed. Symptoms included hyperglycemia. Outcomes included temporary interruption of insulin delivery with restoration after troubleshooting and supply replacement. Investigation included technical troubleshooting, product replacement, and request for return of the affected cartridge. Investigation of this case revealed that the specific leak source was not identified, the user had filled the cartridge with insulin extracted from a pen rather than a vial, and the leaking cartridge was discarded by the household and thus unavailable for evaluation. It was concluded that the event involved a suspected cartridge or connection leak with user technique and off-label insulin source as potential contributors, and the issue resolved after supply replacement and proper setup. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.